Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced heating at the ipg site while charging. As a result, surgical intervention was taken to replace the ipg.

Manufacturer narrative:
As reported the patient felt heating while charging could not be confirmed. Pocket heating testing was conducted using the test standard charging system and returned ipg for 10 hours using test method 76-0159 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in the eon product requirements specification. The cause of the event is unknown.